Manufacturer narrative:
The source position plate was returned to the manufacturer for analysis. Analysis found that the hole on the plate is too small. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that system was undocked with a scant piece of approximate 3mm rubber sheet which was placed between the docking pins and cups. This allowed the gantry bounce up and down against the x-stage cover for the duration of the trip from the manufacture, damaging the cover. The pendant arm was not attached to the top cover and the swivel was installed incorrectly. The x-stage cover and pendant unit were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. While the system was being installed, it was reported the source alignment bracket was not allowing the pin to fit. The pendant was missing the screws on the bottom and the x-stage cover was damaged during shipping. This issue was noted outside of a procedure, and there was no patient involvement.